Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the surgeon and obtained additional information regarding the reported event. He indicated that the cable was partially broken and that no fragment fell into the patient. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument was identified as being defective. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.